Manufacturer narrative:
The explanted device was not returned to boston scientific for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The device was explanted the following week. The clinician confirmed the device appeared on the edge of declaring explant battery status for longer than expected. A non-boston scientific device was implanted as a replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, the event will be updated at that time.

Event description:
Boston scientific received information that upon interrogation the battery status gauge showed the implantable cardioverter defibrillator (ICD) had reached explant status. It was noted that the battery status gauge had shown less than thee months for awhile prior to showing explant status. Boston scientific technical services (ts) reviewed the data and did note that the status appeared at explant, however no indication that eri had actually been reached. A request was made to have data from this device analyzed. Data analysis showed that device has been operating at a steady elevated power; however, the cause was unknown. Data from the device's memory confirmed that the ICD had not yet reached elective replacement indicator (eri), but would declare it soon. Device replacement was recommended. The patient presented approximately one month later with complaints of tones. Upon interrogation, it was noted that the device had reached eri status. Device replacement was once again recommended. This device remains in service and the patient has been schedule for a replacement procedure for concerns over premature battery depletion. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.